Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been received for analysis. The device serial number was not reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Without the serial number, the device manufacturing date, expiration, and unique device identifier may not be obtained. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately seven years post implant of this mechanical valve, the patient had suspected leaflet blockage due to thrombus. Reoperation revealed that the leaflet blockage was due to pannus overgrowth instead of thrombus. The device was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record review could not be performed as the serial number was not provided. While the clinical observation could not be confirmed, based on the received information, the leaflet motion may have been caused by pannus overgrowth. There are many studies which discuss the etiology of pannus. Pannus formation is patient dependent based on the possible underlying cause. Chronic pannus formation may be precipitated by an immune response to the bioprosthetic valve sewing ring and /or sutures and size of the bioprosthesis. It may also be caused by the presence of an injured endothelial surface potentially releasing fibroblast growth factor-2, blood flow turbulence, pregnancy and /or inadequate anti-coagulation. The ingrowth of the tissue may gradually affect the function of the valve leaflets. Pannus overgrowth has been an inherent risk of surgical valve replacement.